Event description:
A peritoneal dialysis patient contact reported to fresenius technical support (ts) that they have had a fluid leak or condensation for the last week. The reporter stated that the inside of the cassette door and the pumps have been damp which requires him to wipe it dry. Fluid was discovered at treatment complete - step 9 remove cassette. The patient was not connected during the incidents. Fluid was discovered in the pump module area; fluid was discovered on the external of the cassette. Fluid leaked from an unknown location. The reporter stated he sees no defect to the cassette itself. There were no alarms/warnings prior to or after the leak occurred. The volume of the leak was small; beads of liquid 1/4 tsp. The film on the back of the cassette is not loose. Ts provided information regarding fluid leak/condensation, and advised to no longer wipe away any condensation and to close the cassette door until next treatment use. Upon follow up, the patient contact stated that they thoroughly inspected the cassettes and could find no point of leakage. The dampness was discovered after treatment while breaking down the cycler. The patient was not connected. The patient was able to complete treatments. They attribute the dampness to condensation. One of the cassettes is available for return. There was no patient serious injury or medical intervention required as a result of this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis patient contact reported to fresenius technical support (ts) that they have had a fluid leak or condensation for the last week. The reporter stated that the inside of the cassette door and the pumps have been damp which requires him to wipe it dry. Fluid was discovered at treatment complete - step 9 remove cassette. The patient was not connected during the incidents. Fluid was discovered in the pump module area; fluid was discovered on the external of the cassette. Fluid leaked from an unknown location. The reporter stated he sees no defect to the cassette itself. There were no alarms/warnings prior to or after the leak occurred. The volume of the leak was small; beads of liquid 1/4 tsp. The film on the back of the cassette is not loose. Ts provided information regarding fluid leak/condensation, and advised to no longer wipe away any condensation and to close the cassette door until next treatment use. Upon follow up, the patient contact stated that they thoroughly inspected the cassettes and could find no point of leakage. The dampness was discovered after treatment while breaking down the cycler. The patient was not connected. The patient was able to complete treatments. They attribute the dampness to condensation. One of the cassettes is available for return. There was no patient serious injury or medical intervention required as a result of this event.